Event description:
It was reported that when using the bd pyxis¿ medflex 1000, an rxverify issue occurred. Although rxverify was approved, the medication continued to prompt the user to request the medication. The affected medication was hydroco/apap tab 5-325 mg. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rx verify was approved but medication kept in request. A technical support specialist (tss) observed that mql web services were experiencing some lag during loading. Customer was asked to submit the request again, after which the request went through successfully. The pharmacy approved it, and the medication was issued. The system functioned as intended after the technical support specialist troubleshot the device.